Event description:
On (B)(6) 2021 the patient underwent the primary procedure (foreign object removal and spinal fusion) ranging l2/3. After the cage was deployed, the screws were percutaneously inserted. On an unknown date(s), the patient fell over twice. It was found that the screws had been loose and the cage had backed out. Also, the patient had suffered from paralysis in the lower limb(s). On (B)(6) 2022 the patient underwent a removal procedure (the cage's removal and the screw replacements). No further information is available. This complaint involves five (5) devices.

Manufacturer narrative:
An evaluation of the device was not performed as it was not returned. The incorrect lot information was provided by the complainant. No corrected lot information provided by the complainant; therefore a device history record was not performed. A device history data review was performed. There were no capas or non-conformances associated with this complaint event type. There were two additional complaints for unrelated issues. On (B)(6) 2021 the patient underwent a posterior interbody spinal fusion at l2/3 with percutaneous pedicle screws and a plif interbody device. Post-op, at an unknown date, the patient fell twice. Examination of the patient after the falls, determined that the pedicle screws were loose and the cage was malpositioned. A revision surgery was completed on (B)(6) 2022 to remove the cage and replace the screws. It is unknown whether a replacement interbody device was used. Status of the patient post-revision is unknown.